Manufacturer narrative:
D10 concomitant products: oms-t10sb, oms-t10sb trocar balloon o armatures10, (lot#: p5m0519); oms-t10sb, oms-t10sb trocar balloon o armatures10, (lot#: p5m0519); oms-t10sb, oms-t10sb trocar balloon o armatures10, (lot#: p5m0519). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, whenever the insufflation was connected to the trocars, the insufflation would alarm that there was an occlusion. Four trocars from the same lot number had the issue. The surgeon had to convert the procedure to open as a result.

Manufacturer narrative:
Additional information: g3 correction: b1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.